Manufacturer narrative:
(B)(4). Additional narrative/information: per the customer, the device will not be returned to baxter for evaluation; therefore, the reported condition of "broken tubing" is not confirmed. Should the sample and/or any additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Additional narrative: per the customer's initial report, the device is available for evaluation by baxter. Attempts have been made to contact the customer to retrieve the sample and/or additional information. Baxter will continue to attempt to contact the customer. A follow-up report will be submitted upon completion of the evaluation and/or should any additional information become available.

Manufacturer narrative:
(B)(4). Additional narrative: a batch review was conducted which found all criteria to specifications. The cause of the event is unknown. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress.

Event description:
It was reported to baxter healthcare that one (1) ce intermate sv device was observed with the end of the tubing broken off when opening the packaging it was shipped in. No patient involvement. No additional information is available. This is report 1 of 2 with the same reported problem from this facility.

Event description:
This is not report 1 of 2 as stated in the initial medwatch. The customer reported 1 sample with this report.